Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the customer received a pack of 10 disposable scissors and 2 of them had breached the sterile packaging. None of the devices were used on a patient or involved a procedure.